Event description:
During a hip fracture procedure, surgeon was drilling a hole for the distal screw and the drill bit was hitting the nail. Surgeon confirmed there was a tight connection. Surgeon pulled the drill sleeve back for some room and was able to drill a hole through the nail without hitting the it. Procedure was completed with no further problems. No adverse effect to the patient. This report is 1 of 2 for devices complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Product development event evaluation: the returned parts do not exhibit the complaint condition. The aiming arm and insertion handle were assembled with the other instrumentation and implants and aligned and functioned without issue. The parts used in addition to the ones returned on this complaint were as follows: cannulated connecting screw (part number 357.397, l/n 4546891), 11.0/8.0 mm protection sleeve (357.386, lot 4575038), 8.0/4.0 mm drill sleeve (357.389, 4582001), 4.0 mm trocar (357.387, 4588829), tfn nail (456.315s, 6893304), and 4.9 mm locking bolt (459.40, lot unknown). The entire assembly worked as intended and there was no issue with the alignment as evidenced by the location of the trocar tip in the drill sleeve in relation to the distal hole and the insertion of the locking bolt passing through the nail. Invalid as the returned parts worked as intended, lined up properly and did not exhibit the complaint condition. Placeholder.